Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning (reprocessing), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that there was a hole/cut in the hose of the device, the bearings were damaged, and the cable/cord/wiring was damaged. It was noted that the end of the hose sleeve was torn, the motor and control unit was damaged, and there was liquid in motor control. Failure reported by the affiliate has been confirmed. It was further determined that the device failed pretest for loctite and cable assessment, noise assessment, air pump assessment, and handpiece temperature assessment. It was noted in the service order that the hose of the device had ruptured. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.